Manufacturer narrative:
Device evaluation summary: a kink was evident on the hypotube. Tactile testing confirmed kink. Deformation was evident to the dislodged stent. The balloon folds were expanded. Crimp impressions were visible on the exposed balloon surface. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the dislodged stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous and non-calcified lesion located in the mid cx artery with 80% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during removal following a failed delivery. The device was pulled into the guide catheter and resistance was felt, therefore the guide catheter, guidewire and stent delivery system were removed from the patient. No patient injury was reported.

Manufacturer narrative:
There was no resistance advancing the device to the lesion. If information is provided in the future, a supplemental report will be issued.